Manufacturer narrative:
Device analysis: the complaint indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a left iliac stenting treatment procedure a stent dislodgement occurred. The stent slipped off the balloon in the body, possibly caught on another stent that was already implanted. The stent was deployed in a non-target region. The procedure outcome was fine. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay." The date of the procedure is unk. Add'l info has been requested regarding this event.